Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2015 and it was reported that on (B)(6) 2015 the pump malfunctioned. The pump overdosed the patient after a refill and almost killed her. Per the patient, the hcp (healthcare professional) knew there was something wrong with the pump before the refill; the patient felt that he should not have filled it. The pump and catheter were changed the next day.

Manufacturer narrative:
The pump motor had an o-ring wear. The sutureless connector had a tear-cut in the seal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative. The representative called to discuss the analysis results and to talk about hypothesis on what could have happened since there were no anomalies found with the pump. On (B)(6) 2015, the pump was refilled with 19.5 mls. On (B)(6) 2015, the patient was found by her husband unresponsive and taken to the emergency room. The pain physician did not have privileges at the hospital where the patient was and another physician ¿couldn¿t read the pump¿. It was likely this pump was read in an analysis lab at post explant. On (B)(6) 2015, the patient went to surgery to have the pump replaced because of these symptom changes. The company representative was not present at the or case but only 18 mls were put into the pump. They are trying to account for the 1.5 mls that were not there. Company representatives were not present at any of these incidents. The representative will discuss information with the physician. The representative clarified the event date was (B)(6) 2015.

Event description:
It was reported the patient experienced overdose symptoms. There was a revision in which the pump and proximal catheter segment were replaced; distal catheter segment remained. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver baclofen (unknown), dilaudid, and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Addition of life-threatening event. Correction to event date. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had been overdosed when the nurse practitioner (np) injected medication into her body instead of the pump and she "died" and was on a ventilator for 2 weeks. They tested the pump which had significant marks where the needle missed and the motor and everything was tested but they determined it was not the pump. They thought she had brain damage but was okay after that. There were no further complications reported at this time.